Event description:
It was reported that three days following the angio-seal deployment, the pt experienced bleeding. Surgery revealed that the angio-seal was outside the vessel lumen, but within the soft tissue. No additional information is available. The name of the physician who deployed the angio-seal is unk.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible, since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.